Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and high capture threshold due to possible fracture were observed. The lead was capped on (B)(6) 2014. The patient tolerated the procedure well and was in stable condition.